Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a total knee arthroplasty was performed on (B)(6) 2016, the patient experienced trauma to femur. This adverse event was treated with a revision surgery on (B)(6) 2022, in which the gii c/r ha porous fem sz 7lt was explanted. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details, a revision of the cr dd insert and femoral component was performed with lgn revision gear approximately 7 years post implantation due to trauma to femur. It was communicated that the requested documentation/information was not available for inclusion in the medical investigation. Reportedly, trauma to the femur was the root cause of the revision; however, without the requested documentation/information, this could not be further assessed. The patient impact beyond the reported femoral trauma and subsequent revision cannot be determined as the current patient status remains unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.